Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, no communication pump to transmitter, calibration error, occluded, back light anomaly, audio/vibrate anomaly/absence of alarm, damage (physical or cosmetic), rewind anomaly, no delivery/occlusion alarm, failed battery test, lost sensor alarm, sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-332a, mmt-1884l, mmt-386a, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7911na. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-386a. No product return is required for mmt-7040a.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump and carelink software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and occlusion test. Back light was seen during self test. No backlight anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing. No "no delivery" alarms noted in the pump history. No failed battery alarm noted during testing or in the pump history files. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (22.7mv at zero offset). During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The motor was tested outside of the device on the ngp stb3 and passed. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case battery tube, minor scratched lcd screen, cracked case corner of belt clip rails, cracked battery tube threads, and keypad overlay texture damage. Alleged insulin flow block alarms not confirmed during testing. Failed battery alarm not confirmed during testing or in the power management graph. Alleged no communication between pump and transmitter not confirmed during testing. Audio anomaly not confirmed during testing or in the pump history/trace files. Alleged rewind anomaly not confirmed during testing. Back light anomaly not confirmed during testing. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, stained keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, minor scratched lcd screen, and keypad overlay texture damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.